Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed due to 'open condition on shocking lead' message came up on interrogation. An x-ray of the lead, shows a possible fracture. The complete system was replaced.